Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the right ventricular lead impedance was high and out of range. The physician removed the lead and replaced it during the procedure. There were no adverse consequences reported.

Manufacturer narrative:
Updated sections - d10, h3, h6, h10 analysis was normal. No anomalies were found.